Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 500s range (mg/dl). The customer delivered a correction bolus. System check could not be performed with tandem technical support for this event as technical support was not contacted at the time of the reported issue. A recommendation was made for the customer to consult the healthcare provider regarding bg level.